Event description:
It was reported via repair work order that the bed hi/lo lift was inoperable due to malfunctioned lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed hi/lo lift was inoperable due to malfunctioned lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation discovered that the bed was in the flat position. This will result in caregiver annoyance since bed was in the flat position. Additionally, it is not likely to harm the patient as this will result in caregiver annoyance only, as the low height is optimal for CPR administration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur. No functions were affected and no exposed sharp edges were created. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.